Event description:
Received info reporting a product problem during a surgical procedure. A medtronic representative states that two extension packages were opened and it was found the extensions were not free floating in the package but smashed between the plastic cover and the container it was in. The physician decided not to use either of the two extensions. Reference MFR report # 3007566237-2010-09931.

Manufacturer narrative:
(B)(4): final device analysis of the extension revealed component movement in the inner tray of the kit packaging. The extension had moved inside of the tray and the body of the extension was in between the plastic lid and tray. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.